Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the dose button had not been functioning. The patient had attempted to press it multiple times during the call, but it had not delivered the medication. A total of 20 doses had been attempted. The patient had begun to experience increased pain. The event occurred while in use with a patient at the patient's home.